Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in critical override. The customer fixed the scanner on the south pyxis, but issue still persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.